Event description:
A falsely elevated troponin result was obtained on the dimension xpand analyzer. The result obtained was 12.30 ng/ml. The result was not consistent with other cardiac markers (creatine kinase, myoglobin), which were normal. Repeat testing result was 0.05 ng/ml. The initial false positive result was not reported to the physician. There was no adverse health effects. Pt treatment was not prescribed or altered. Analsis of instrument performance identified hm wash cassette failure as the root cause.